Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call on (B)(6) 2018 that the insulin pump was not working even after battery change. Patient was hospitalized due to high blood glucose level and keystones. Patient's blood glucose level at the time of hospitalization is unknown. Patient's mother also reported battery issues. Troubleshooting did not occur and problem was not resolved. Product will not be returned for analysis.